Manufacturer narrative:
An evaluation and testing of the needle could not be performed, as the product was already discarded at the user facility. No lot # was provided for this device. (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. This is a newly released product ((B)(6) 2010) and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result.

Event description:
The customer reported that after several attempts to pass the needle during a right shoulder rotator cuff repair, the surgeon found the tip of the needle had broken off. The broken tip was not located, possibly due to the tiny size and location. The surgeon completed the procedure, as intended, using a second needle. The patient went home as planned from the surgery with no follow up x-ray performed and no patient injury or any adverse effect.